Event description:
In 2001, had unicondylar knee arthroplasty prosthesis to left knee. Developed pain and required revision in 2002; the component was found loose at bone-cement interface. In 2002, component replaced.